Event description:
The monitor does not detect the sensor when plugged in. The product was not in contact with patient. There was no patient injury. The event did not lead to an increase of surgery time. Additional information was requested and on 01/12/2015, the following was provided by the customer: when they referred to the sensor, they meant the 110-4b catheter wasn't being detected and taking the screen to the graph page.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.